Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(6), implanted: (B)(6) 2019. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient's catheter was completely replaced on tuesday, (B)(6) 2020. A kink was found in the old catheter in the pump segment and is believed to be the reason why the patient was not receiving the medication as he should have been. The patient was reported as doing well. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 17-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml dose not reported via an implantable pump. The patient¿s medical history included spinal cord injury. On (B)(6) 2020 it was reported that the patient had moved and changed to a new physician. Upon initial examination by the physician the patient had a lot of spasticity. The physician increased the dose of baclofen via the pump but did not see improvement. A cap (catheter access port) study was done and no flow via the catheter was observed. The environmental, external or patient factors that may have led or contributed to the issue was the patient had moved and was in a rehabilitation facility. The diagnostics and troubleshooting performed was boluses doses were given but no efficacy was seen. A cap study was performed and no flow of csf (cerebral spinal fluid) or medication was pulled from the cap. Physical examination of the patient confirmed spasticity. The actions and interventions taken to resolve the issue was increased dose and boluses were given via the pump to see if the patient was getting medication and if efficacy would improve. These measures did not improve the patients spasticity. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.